Event description:
Pt reported freedom pump broke. Hizentra indication: common variable immunodeficiency, unspecified, other common variable immunodeficiencies, and selective deficiency of immunoglobulin a [iga]. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.